Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? Can you please clarify the event? You have stated that "there isn't staple line on the anastomosis about 1 cm. They could take off head of the instrument during the procedure." Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences as a result of the event?

Event description:
It was reported that during a colon resection procedure, there isn't staple line on the anastomosis about 1 cm. They could take off head of the instrument during the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what procedure was being performed? Restitution after hartmann resection. Can you please clarify the event? Planned surgical intervention. You have stated that "there isn't staple line on the anastomosis about 1 cm. They could take off head of the instrument during the procedure." Where within the gap setting scale was the orange indicator prior to firing? It was in the middle, between 2.0 and 1.5 . What confirmation was received that the device was fully fired? They have felt a reduction in resistance and have heard the specific sound of cutting. What was the shape of the staples (b-formation, irregular, legs straight)? They found that 4-5 staples were missing from the anastomosis line, they didn¿t find irregular staples. Were the staples deployed into the tissue? They didn¿t see them. Were the staples seen in the surgical field? They didn¿t see them. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? Around 1.5-2.0 /more than 3/4. How was it confirmed that the anvil was free from the tissue prior to removing? After hearing the specific sound of cutting. After firing was the adjusting knob turned ½ to ¾ revolutions? No, more than 2 counter-clockwise revolutions. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Were there any patient consequences as a result of the event? Anastomosis by hand.

Manufacturer narrative:
(B)(4). Batch # p56c0k. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage void of staples and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.